Event description:
The customer contact reported that the pump did not sound an audible alarm tone during an alarm condition. The pump was returned to the biomedical engineering dept with an unsigned note that stated, "broken." No tracking info was provided; therefore, specific pt info, pump programming or event details were not available. There were no reports of any adverse pt events while the device was in clinical use. During testing at the user facility, the pump did not sound an audible alarm tone during an alarm condition. Though requested, no additional info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete.